Event description:
Device integrity test was performed in 2010, and he was demonstrated to have current shunting on 5 of his electrodes. These integrity test results suggest that he has suboptimal function of the implant. He presents for explantation of this device and replacement with another nucleus freedom device.